Event description:
A valiant captivia stent graft (vamf3030c100tj) was implanted during the endovascular treatment of a thoracic aortic aneurysm .   The patient was treated with one debranching procedure post implant. It was reported during a follow up CT, there were findings of graft damage in the valiant captivia stent graft. Per the physician the cause of the suspected type iiib endoleak is undetermined. No additional clinical sequelae were provided, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5, additional information received: additional treatment was performed approximately 6 years and 5 months after the index procedure. The type iiib endoleak could not be confirmed by contrast imaging, so the possibility of the endoleak being a type ii endoleak increased. However, a valiant captivia vamc3232c150tj was implanted as planned. The patient will be monitored. Film evaluation summary: the reported endoleak was confirmed on the films received; however, the exact cause and type of endoleak could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Complete cts were not available for review; therefore, a thorough assessment of the stent grafts in-vivo configuration could not be performed. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not provided; thereby, making determination of the endoleak difficult. There appeared to be adequate proximal seal noted, so a type ia endoleak is not considered to be a factor. A type iiia endoleak also seems unlikely as there appeared to be adequate component overlap. A type iiib endoleak cannot be completely ruled out. Type ii endoleaks from collateral vessels surrounding the aneurysm sac also could not be ruled out. Analysis of the returned films did not reveal any overt out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.